Manufacturer narrative:
Batch review performed on 07 november 2022: lot 2006487: (B)(4) items manufactured and released on 04-nov-2020. Expiration date: 2025-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 2 months after the primary, the patient came in reporting instability due to loosening of the knee components. The surgeon revised the tibial tray and insert. The surgery was completed successfully.